Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure two resolute onyx drug eluting stents were implanted in the cx. Approximately 10 months post procedure, patient suffered acute on chronic congestive heart failure and was treated with medication. Patient recovered. Investigator and sponsor assessed event is not related to device or anti platelet medication. Cec adjudicated event as non-q wave mi of unknown vessel, 3rd udmi spontaneous.